Event description:
It was reported to boston scientific corporation that an advantage fit transvaginal sling system was used during a sling placement procedure on (B)(6) 2009. According to the complainant, the surgical implant was performed to treat the patient's stress urinary incontinence. The surgery was performed with no complications. Post procedure, the patient began to complain of vaginal pressure and pain, vaginal bleeding and dyspareunia. On (B)(6) 2012, she underwent corrective surgery. The patient is still experiencing abdominal and pelvic pain, recurrence of urinary incontinence, bleeding and vaginal infections. The dates of onset are unknown. The patient's condition at the conclusion of the procedure and the patient's current condition are unknown and reportedly unavailable.